Event description:
It was reported that while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg that there was cracked tube/air bubbles in gel. The following information was provided by the initial reporter phase: when the product package is opened. Defects: there are cracks in the wall of the blood collection tube and air bubbles in the tube, and the foam of this batch is seriously shedding particles. Quantity: 274 tubes have air bubbles; 26 tubes have cracks in the tube wall.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 3 photos were provided for investigation. Visual examination of photos was performed and revealed air bubbles in the gel. The photos do not show damaged tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for indicated failure mode of gel air bubbles. Bd was unable to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg that there was cracked tube/air bubbles in gel. The following information was provided by the initial reporter phase: when the product package is opened. Defects: there are cracks in the wall of the blood collection tube and air bubbles in the tube, and the foam of this batch is seriously shedding particles. Quantity: 274 tubes have air bubbles; 26 tubes have cracks in the tube wall.